Event description:
Seat became detached from hoist during use. No injury to resident or staff. No further info available.

Manufacturer narrative:
Investigation: the chair pick up hook has been bent forward allowing the chair to be removed from the hook even when the jib safety catch is in the closed position. Conclusions: this incident was caused by user error as the pick up hook was bent allowing the chair to be removed while the catch is closed. Corrective action: a new jib was fitted to the machine on 8/11/96.